Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was attempted to be implanted, however, placement difficulty occurred. It was unknown if this was due to patient anatomy. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.